Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer called and stated that his trueresult blood glucose monitoring device is displaying results that are consistently lower when compared to the meter being used by the doctor's office. Customer stated that her trueresult glucose meter displayed 110 mg/dl and the meter being used by the doctor's office displayed 165 mg/l; back to back and fasting. Customer's normal blood glucose values range from 120 to 150 mg/dl (fasting). The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/18/2019 and open vial date is 4/26/2016. The meter memory was reviewed for previous test result history: (B)(6).